Event description:
It was reported to philips that the customer requested to have the system checked due receiving an alert indicating the image processing computer had a memory problem, which can impact imaging. The device was in clinical use at the time of reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the device was outside of clinical use at the time of the reported event. The philips remote service engineer (rse) communicated with the customer and confirmed that the system was receiving an alert indicating the image processing computer had a memory problem, which could impact imaging. A review of the system log file confirmed the reported problem. Upon testing the system remotely, the rse found that there was a hospital power outage which caused the issue. To resolve the issue, the rse suggested the customer to recreate the image store, check the database and image store and verify ippc and host pc. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.